Event description:
The account reported the brakes do not hold. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the brake caster is worn most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 through 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake caster to resolve the issue. Based on this info, no further action is required.